Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Upon troubleshooting actions, the fse identified burnt components in the pdu fan tray unit. The fse replaced the blown fuse and attempted to power on the system by switching on the circuit breaker but immediately detected an electrical smell coming from the fan tray unit. Subsequently, the fse confirmed that the pdu fan tray power supply was defective. The defective pdu fan tray fru was returned for analysis, which concluded that the ac/dc supply module was defective. To resolve the issue, the fse replaced the pdu fan tray. After the replacement, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.

Event description:
It was reported to philips that the system was unable to boot. The device was outside clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.